Event description:
A baby monitored with stan s31 was poor outcome. A first review of the case indicated that the labor was allowed to continue too long with non-reassuring fetal heart rate (fhr), which is in clear violation of the stan s31 guidelines. There are currently no indication for malfunction in the device, neither faulty labelling nor weakness in methodology. Co has trained the clinicians at the hosp. The pt was discharged from the hosp alive. A f/u report will be submitted as soon as a more thorough investigation has been completed.